Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem technical support (cts) follow up on (B)(6) 2016, cts was unable to confirm the reported issue in the pump data. Device not returned.

Event description:
It was reported that the customer stated that the pump was not registering any insulin in the pump. The contact stated that they would deliver a bolus, have it completed, but it would not register in the insulin on board (iob). There was no impact to the customer's blood glucose level.